Event description:
It was reported that the user had a recurrent cholesteatoma, severe local infection in the radical cavity and that the floating mass transducer (fmt) was disconnected and perforated through the tympanic membrane/ear canal. The user has been explanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device malfunction which can explain the reported recipient performance problem / is supposed to have been present before explantation. Reportedly the user had a recurrent cholesteatoma, severe local infection in the radical cavity and the floating mass transducer (fmt) was disconnected and perforated through the tympanic membrane/ear canal. A review of the device_s sterilization records showed that the device has been subject to a valid sterilization process. Thus, no available information points to the implant being the source of the reported issue. This is a final report.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the user had a recurrent cholesteatoma, severe local infection in the radical cavity and that the floating mass transducer (fmt) was disconnected and perforated through the tympanic membrane/ear canal. The user has been explanted.